Manufacturer narrative:
(B)(4). Date sent: 3/6/2024 d4: batch # 347c58 additional information was requested and the following was obtained: "¿ is the current patient status known? As I was informed surgery went ok, patient had no complication at time of my question. ¿ was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No further complication was reported to me." This is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis, the following was observed: the photos show an endopouch retriever with the bag with body fluids and broken. Based on the photo review, the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. An analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a lap abdominoperineal resection procedure, the pouch broke. Delayed procedure 5 minutes. Replaced bag with a new device and procedure completed successfully.